Manufacturer narrative:
Patient-device interaction ( peripheral arterial ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 43-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, a reperfusion sheath was placed to the right extremity, but minimal flows were observed. The clinical team was aware of the issue. An antegrade sheath was placed. The patient survived to explant. Limb ischemia in the patient may have resulted from compromised distal perfusion during impella support, particularly in the context of severe cardiogenic shock as they presented in scai shock stage e.